Event description:
It was reported that after implant procedure, far field oversensing was observed on the atrial channel following bi-ventricular pacing. The implantable defibrillator was reprogrammed. The patient did not experience any adverse effects.